Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the charger would not power on. Upon evaluation, the power supply cord was damaged. The cause of the inability to power on is the damaged power supply cord. The root cause of the damaged power supply cord is physical abuse. No adverse event resulted from the defective charger.

Event description:
A us distributor returned a charger indicating that it would not power on.